Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported during lap myomectomy, little bleeding was found when the trocar was removed from the patient then the device was used to stop the bleeding. The foreign matter was found by the hysterosalpingography after 2weeks, the doctor thought that it was caused by something such as clothes. In (B)(6) 2012, caesarean operation was performed in other hospital. After operation, the foreign matter was found by x-ray. On (B)(6) 2013, the fragment was found at the lower right abdomen wall and re-operation was performed and the fragment was retrieved from the small incision of the patient. The fragment seemed to be an electrode tip of eps04, but it could not be identified. The patient had not been noticing any symptoms at all for 8 years. The photo of the foreign matter was attached.